Event description:
The catheter was occluded. The catheter was replaced; the pump was replaced prophylactically to avoid in-vivo battery depletion. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver lioresal, dilaudid, and bupivacaine.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.